Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. Microscopic examination of the split found at the 0cm depth marking of the catheter body confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. ¿ the size of the hole was within the outside diameter of commonly used needles ¿ the fracture edges were sharply formed and had planar (flat) surfaces ¿ the damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that PICC was leaking/cracked at 0cm and was not usable for treatment. No further information provided.

Event description:
Additional information received on 5/22/2025: on (B)(6) 2025, a dl PICC was inserted in the right brachial for long-term antibiotics (6 weeks). Patient was receiving intermittent flagyl, levaquin and cefepime. On (B)(6) 2025, PICC team notified by floor staff that PICC appeared to be leaking at the 0 cm mark. PICC removed and new dl PICC placed in the left brachial. Patient did not have symptoms related to the leak. No other intervention needed. The event did not cause a clinically significant delay in the patient's treatment. Complainant states the patient requested to "go comfort" and on (B)(6) 2025, patient was obtunded, dilaudid started and patient passed on (B)(6) 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.